Event description:
It was reported that the device would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio has advised the customer that this device is no longer serviceable, therefore the parts necessary for repair are not available. The cause of the reported failure could not be determined.